Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo stopcock and i.v. Solution administration set was defective during patient use. It was further reported that the set came apart at the injection port. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Only one segment of the actual sample was received for evaluation. A visual inspection was performed using the naked eye which observed a separation. The tubing segment which was not sent for evaluation was separated from the y-site. Dimensional testing was performed at the y-site housing which met specification. The reported condition was verified. The cause of the reported condition was due to inadequate application of the solvent quantities during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.